Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the condition was not confirmed. A functional assessment was performed and the device passed all operational specifications. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that prior to surgery, it was observed that the motor device was running hot. There was no delay in the reported event as an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.